Manufacturer narrative:
Device evaluation. The suspect device was not returned for evaluation. Since the lot number was not provided, the device history record and complaint database searches could not be performed. If additional information becomes available, a follow up report will be submitted.

Event description:
The user reported that the catheter tubing separated from the connector. No merit lot number has been provided. No harm or injury was reported.